Event description:
On (B)(6) 2022, patient had surgery for a left eye detached retina. On (B)(6) 2022, it was reported that the patient had an infection and had been hospitalized at another health system and underwent implant removal. Per (B)(6) 2022, operative note, scleral buckle band 42, ref 92-10, lot 2404100 was passed 360 degrees under each of rectus muscles and secured in the supranasal quadrant using a 70 sleeve, ref 92-13, lot 2407107. All the buckle elements were secured in each quadrant using 5-0 merciline suture. On (B)(6) 2022, surgeon shared that the culture had grown staph aureus organism. FDA safety report ID# (B)(4).